Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call missing reservoir retainer ring and the insulin pump buttons were unresponsive. The customer¿s blood glucose was 156 mg/dl at the time of incident. Customer reported damage to the insulin pump reservoir compartment and the reservoir barely lock in place. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) buttons dome switch. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.